Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the cable on the device started thumping and the lights flashed. The customer reported that the handpiece was like a car trying to turn over/on and not being able to kick on. The procedure was continued with the power level set on the lowest setting but there was still a problem. Another like device was used. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) poor blade performance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06688. The same patient is represented in each medwatch.